Event description:
It was reported that the xience v 2.5x15 was inserted into the anatomy but it wouldn't cross the moderately calcified and moderately tortuous target lesion in the distal left circumflex coronary artery. The xience v was removed from the patient and it was noticed that a stent strut was bent. The target lesion was predilated again, but the smaller, 2.25x8 xience nano, also failed to cross the lesion. There was no resistance felt during removal of the stent delivery system (sds). When the sds was being removed from the guide catheter, it got caught on the y connector. The xience nano stent had dislodged in the non-abbott y connector. The dislodged xience nano stent was removed with the guide catheter and with the y connector. The stent remained in the y connector during removal of the guide catheter. The stent was found to have a bent strut. A new guide catheter was inserted and a 2.5x16 non-abbott stent was implanted. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported failure to cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.